Event description:
Additional info was received from the affiliate regarding this pt in the clinical study. The index procedure for the study was done in 2004. The pt expired approx forty-one (41) mos after the study index procedure due to cardiac arrest from an acute myocardial infarction and very late stent thrombosis (vlt). No autopsy was conducted. The pt had a total of fourteen assorted stents implanted in different target lesions: five bare metal stents (bms), eight cypher stents, and one taxus stent. The add'l info received included info prior to the clinical study. For the clinical study, the pt had two cypher 2.5x18mm stents implanted in the obtuse marginal (om) branch to treat an in-stent restenosis (isr) of a previously implanted bare metal/express stent (bms) for the study procedure. The pt has had three previously reported adverse events of restenosis involving these two previously implanted (study) cypher stents.

Manufacturer narrative:
The physician's comment regarding the probable cause of the thrombotic event (vlt) was that it was unk due to the number of stents implanted and the pt did not exhibit symptoms of dehydration or infectious disease. The physician stated the probable cause of death was due to cardiac arrest because of acute myocardial infarction. Approx nine mos prior to the study procedure, the pt had a duraflex bms implanted in the mid right coronary artery (rca). An additional device was implanted in the atrio-ventricular (av) branch of the rca. One month later and approx eight mos prior to the study procedure; an express bms was implanted in the om. Four mos later and approx four mos prior to the study procedure, the pt had an elective percutaneous coronary intervention (pci) to treat the proximal/mid left anterior descending (lad) target lesion. The lesion was reported to be: two separate lesions, 15 mm length, 2.5mm vessel diameter, and type b2. The lesion was pre-dilated with a 2.5x14mm balloon at 12 atm for 60 seconds. A cypher 2.5x18mm stent (cypher stent # 1) was implanted at 15 atm for 35 sec. An additional cypher 2.5x18mm stent (same lot number/cypher stent #2) was implanted at 12 atm for 30 sec in overlapping fashion. The stents were post-dilated with a 22.5x14mm balloon at 18 atm for 25 sec. Ivus was not done. An act was not measured. The residual stenosis was 0%. The timi flows were unk. There were no reported product malfunctions or adverse events for this procedure. Nine days prior to the study procedure, a pci was done to treat the mid rca and av branch of the rca. The mid rca lesion was reported to be: an isr of a previously implanted bms/duraflex, 20mm length, 2.5mm vessel diameter, and type b2. The mid rca lesion was pre-dilated with a 2.5x14mm balloon at 10 atm for 30 sec. A cypher 2.5x23mm stent (cypher stent #3) was implanted at 15 atm for 30 sec. The stent was not post-dilated. The residual stenosis was 0%. The av branch target lesion was reported to be: an isr of a previously implanted, 15mm length, vessel diameter 2.5 mm, and type b2. The lesion was pre-dilated with a 2.5x14mm balloon at 10 atm for 15 sec. A cypher 2.5x18 mm stent (cypher stent #4) was implanted at 14atm for 30 sec. The stent was not post-dilated. The residual stenosis was 0%. Ivus was not done. An act was not measured. The flow post-procedure was timi 3. There were no reported product malfunctions or adverse events for this procedure. In 2004, the index procedure for the study was an elective case. The radial approach was used for the procedure. The target lesion was the obtuse marginal branch. The target lesion was reported to be: de novo, eccentric, diffusely diseased, not calcified, an 86% stenosis, 20.7mm in length, not a bifurcation lesion, absent of pre-existing clot, not tortuous, and type c. The lesion was pre-dilated with a 2.5/20mm balloon at 12 atm, inflation time unk. Two (2) cypher 2.5/18mm stents (cypher stents #5 and #6/same lot number) were deployed at 18 atm for 15 sec in overlapping fashion. The stents were not post-dilated. The flow pre-procedure was timi 2, and post-procedure timi 3. The residual stenosis was 29%. Ae #1: the first adverse event (ae#1/ that was already reported previously) occurred approx fifteen weeks after the study index procedure. The pt complained of chest pain and had coronary angiography done seventeen days later. The previously implanted cypher 2.5x18mm study procedure stents were found to have a 100% isr in the middle of both stents. The restenosis was treated by balloon angioplasty with a 2.25x20mm balloon at 20 atm for 120 sec. The residual stenosis was 25%. The pt was discharged home two days after the procedure in stable condition. Ae #2 (previously reported): the ae occurred approx twenty-six mos after the study procedure. The pt complained of chest pain. Coronary angiography was done and a 99 % in-stent restenosis was observed and extended to the distal edge of the previously implanted cypher 2.5x18mm study stent(s) in the om target lesion. Six days after the angiogram, the restenosis was treated by balloon angioplasty using a 2.25mm balloon/length unk. The residual stenosis was 25%. A cypher 2.5x18mm stent (cypher stent #7) was implanted in the mid lad target lesion. No additional details were available. The pt was discharged two days after intervention. Ae# 3 (previously reported): approx thirty-six mos after the study index procedure, the pt complained of chest pain and had an additional coronary angiogram. The same segment as mentioned above in ae #2 was observed to again demonstrate a 99% in-stent restenosis that extended to the distal edge of the stent(s). One week later, the restenosis was treated by implantation of a taxus 2.5x24mm drug eluting stent (des) inside the previously implanted cypher stents to the distal edge (of the obtuse marginal target lesion). The residual stenosis was 0%. During the same procedure, two additional de novo lesions were observed in the proximal circumflex and proximal rca. Balloon angioplasty with an unk balloon was done but a dissection occurred. A bms/driver 3.5x15mm stent was implanted in the left main trunk (lmt) proximal circumflex in overlapping fashion with the previously implanted cypher stents in the om branch. The proximal rca lesion was treated by implantation of a cypher 3.0x33 mm stent (stent #8) details unk. The pt was discharged four days after the intervention. The physician's comment regarding the probable cause of the additional ae's was that they might be due to the fact the stents were implanted in a small vessel. Approx forty-one mos after the pms study index procedure, the pt complained of chest pain in the morning. The pt was taken emergently to the hosp with an acute myocardial infarction (ami) with cardiopulmonary assistance (cpa) being conducted. On arrival to the hospital, peripheral cardiopulmonary support (pcps) and coronary angiography was done. Thrombus was observed in the previously implanted stents in the om branch and the proximal circumflex. The thrombosis was treated by balloon angioplasty using a kissing balloon technique (kbt): a 3.5mm balloon at the left main/proximal lad and a 3.0mm balloon for the left main/proximal circumflex. A bms /liberte 3.5x16mm stent was implanted in the left main/proximal lad. The proximal/mid rca was treated by balloon angioplasty using a 3.5 mm balloon. The proximal circumflex was treated by balloon angioplasty only as the physician did not want to prolong the procedure and the timi flow did not improve despite pcps. After the procedure, an intra aortic balloon pump (iabp) was inserted and the pt was taken to the intensive care unit (ICU). The pt's cardiopulmonary function did not recover and the pt developed. Anuria. Continous hemodifiltration was started the day after the procedure. Ten days after admission for this event, the whole condition of the pt worsened gradually and the pt expired. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please also note that this complaint file was previously reported and MFR. #9616099-2005-01392. The pt had a total of eight cypher stents implanted. Please reference MFR. Report # 9616099-2005-01392, #9616099-2008-02580, #9616099-22008-02582, #9616099-2008-02583, # 9616099-2008-02584, and # 9616099-2008-00937